Event description:
It was reported the ventricular connector was damaged. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; ventricular output connector was broken. Analysis also found that the battery contacts were compressed, one bail cover was broken, one bail was missing, and the ring was bent.